Event description:
It was reported, the nursing assistant unplugged the stretcher from the outlet and noticed the prongs on the plug and the outlet were discolored. The user-facility electricians checked the outlet and reported, it was operating appropriately. It is further reported the user-facility measured the resistance between the wires and the blades on the plug. It is reported, the blade that has burn marks has resistance (1k to 5k) that varies as the blade is flexed. No adverse consequences are reported as the incident occurred in a store room.